Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 476 mg/dl, since the previous day. The customer changed all supplies and delivered a bolus. Bg level lowered to 130mg/dl at the time of the call. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.